Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user indicated that none of the patients appeared on the station. The customer attempted troubleshooting by rebooting the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all patients were not showing on one station. A technical support specialist (tss) had found data synchronized errors while attempting to download, and the transaction had aborted. Tss performed a full data synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.